Manufacturer narrative:
Concomitant: product ID 37702, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the stimulators did not work and the patient was not using them. There was a loss of therapy. It was unknown why or when the stimulators stopped working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to mfg. Report #3004209178-2015-14260].